Event description:
Patient allegedly received an implant via the right femoral vein. Patient notes and further alleges experiencing: "abdominal, leg and back pain in addition to swelling and discoloration of the lower extremity", and physical limitations. Per the (B)(6) 2014 lower extremity venous duplex: "patient has known ivc filter; however, unable to visualize ivc due to overlying bowel gas. Cannot determine the proximal extension of this thrombosis, and may extend to the level of t he vena cava". "Compared to prior study of (B)(6) 2014, positive for thrombus throughout lower extremities". Per the (B)(6) 2015 CT abdomen and pelvis: "impression: new, extensive, bilateral thrombus involving the superficial femoral, common femoral veins and ivc. Thrombus extends above the ivc filter, above the renal veins to the level of the inferior aspect of the intrahepatic ivc". Per the (B)(6) 2014 CT chest: "impression: left lower lobe sub segmental pulmonary artery filling defect suggestive of thromboembolic disease". "Ivc filter is seen at the level of the renal veins". Per the (B)(6) 2015 CT abdomen/pelvis: "impression: diminutive caliber of the infrarenal ivc and iliac system with interval development of prominent venous collaterals. Significant interval improvement in previously visualized extensive deep venous thrombosis involving the ivc and iliac system. Persistent small amount of non-occlusive thrombus inferior to the ivc filter and questionable nonocclusive thrombus within the bilateral external iliac veins. No thrombus superior to the ivc filter". (B)(6) 2015 CT abdomen/pelvis: "findings: filter noted at the level of renal veins, which is tilted with the proximal end to the right. Distally, the studs appear to be extraluminal. Compared to prior studies, no residual thrombus noted in the suprarenal portion. Inferior to the filter , the ivc is atretic. Bilateral renal veins are patent . Pelvic veins: bilateral common iliac veins are atretic . Bilateral external iliac , common femoral veins are patent, prominent and are reconstituted by collaterals. No residual thrombus demonstrated."

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Additional information: a4, b5, b6, b7, h6 (patient and device codes) investigation: the following allegations have been investigated: deep vein thrombosis (dvt) (inferior vena cava (ivc), iliac system), stenosis, leg/back pain, lower extremity swelling and discoloration, physical limitations, abdominal pain. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Unknown if the reported leg/back pain, lower extremity swelling and discoloration, physical limitations and abdominal pain are directly related to the filter and unable to identify a corresponding failure mode at this point in time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant on (B)(6) 2010 via an unspecified vein due to pulmonary embolism (pe) and deep vein thrombosis (dvt). Patient is alleging tilt, vena cava perforation, embedded, embolism.

Event description:
No additional information to provide at this time.

Manufacturer narrative:
Investigation is reopened due to additional information provided. The following allegations have been investigated. Embedded. The reported allegations have been further investigated based on the information provided to date. A filter that is embedded in the wall of the ivc may be difficult to retrieve. For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
(B)(4). Summary of investigational findings: the reported allegations have been investigated based on the information provided to date. Rpn and lot# are unknown, however, the alleged tulip is manufactured and inspected according to corrent specifications. New pe as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: pulmonary embolism. Vena cava wall penetration/perforation has been reported and may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to categorization form: [pt] alleges:"tip of filter is seen apposed to posterior wall of ivc", "ivc perforation grade 3, tilting after placement" and "pulmonary embolism". Additional information received from short form complaint filed 'it is alleged that "[pt] received a cook celect filter on (B)(6) 2010". Patient outcome: it is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.